Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ direct visualization of the l5 and l4 nerve root was performed and they were free and mobile. Again, there was some scarring as well at the l4-l5 level on the right side, which was gently picked off the underlying thecal sac. Next, final radiographs were obtained and showed the hardware removed. Next, copious amounts of irrigation were irrigated throughout the wound. The transverse processes at l4 and l5 were decorticated. Local autograft supplemented with bone morphogenic protein soaked sponge wrapped around bone graft was impacted posterolateral region predominantly on the left side for the posterior fusion part of the procedure.¿ the patient tolerated the procedure well without any intraoperative complications.